Event description:
It was reported this port was placed for chemotherapy admin. Approx. Two years post placement contrast extravasation was noted during routine access. The port was removed and another port was placed and attached to the existing catheter. No pt complications were involved. The port was received and evaluated. The septum contained scarring from needle insertion. A catheter shaft was attached and the system was flushed. A leak was noticed at the puncture site of the septum. Since this port was in place for over two years and was accessed numerous times without incident, co believes user technique during access contributed to this event. Therefore, co does not attribute this event to the device. Follow up also indicated power injection was utilized from time to time. The directions for use state: "do not exceed 40 p.s.I. When administering fluid through the system. Use 10ml or larger volume syringes for all system procedures...use non-coring needles to access the system...always access the system with the needle perpendicular to the implanted port. Insert the needle tip fully through the septum until the needle makes contact with the needle stop."